Manufacturer narrative:
The device has not yet been received at the manufacturer for testing, as it is still implanted in the patient. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported by the company representative that he received a call from the facility stating that during a post surgery scan, it was discovered that a customized mandible recon plate implant had fractured. The original surgery took place in mid-(B)(6) 2014. Revision surgery is required and is tentatively planned for (B)(6) 2016, if not sooner.

Manufacturer narrative:
The reported event could not be confirmed, because neither the complained device nor a verification of the complained event was provided. Therefore no profound investigation can be performed to determine the root cause of the reported failure. Due to the missing product the exact root cause cannot be determined, but according to the risk management file, these are possible root causes: product design compromized. Implantation of product with undetected damage. Insufficient recon plate strength due to surgeon manipulation (e.g. Bending). Skeletal immaturity. Poor reposition of remaining native mandible. Excessive post operative load on recon plate due to non-compliant patient. Excessive post operative load on recon plate due abnormal mental/ physiological condition of patient. Inadequate information about post-operative behaviour. Screw places close to resection plane. Poor bone graft reconstruction. Excessive loads in primary reconstruction. If further important information will be received, the investigation will be reopened. Based on the statistical evaluation no indications for any design, material or manufacturing related problems were found in this investigation. Device not available for return.

Event description:
It was reported by the company representative that he received a call from the facility stating that during a post surgery scan, it was discovered that a customized mandible recon plate implant had fractured. The original surgery took place in (B)(6) 2014. Revision surgery is required and is tentatively planned for (B)(6) 2016, if not sooner.